Event description:
Reportedly, the cso files associated to the subject pacemaker could not be exported to paceart format.

Event description:
Reportedly, the cso files associated to the subject pacemaker could not be exported to paceart format.